Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2017. The customer reported their blood glucose rising to 405 mg/dl at the time of incident. The customer reported experiencing thirst, shortness of breath, and tightness in the chest as symptoms of their high blood glucose. It was reported the customer attempted to treat their blood glucose with the insulin pump. The customer had an episode of diabetic ketoacidosis, causing the hospitalization. The customer's blood glucose was 381 mg/dl at the time of admission. The customer was treated with an IV for their blood glucose. The customer was wearing the insulin pump at the time of hospitalization. The customer's current blood glucose was 336 mg/dl. Troubleshooting for the customer's high blood glucose was declined. The insulin pump will not be returned for analysis.